Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. Customer had high blood glucose levels of 33.3 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin pump. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. Customer reported that there was an air bubble. Customer use in auto mode. Customer reported that the high pressure test was passed. The insulin pump will not be returned for analysis.